Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a full bag left, but according to the pump, 34.9 ml had been left at the time it was due to be disconnected. However, the bag had been completely full. The patient was disconnected, and a new bag was started as scheduled. The continuous infusion rate had been 83.3 ml/hr, with a total reservoir volume of 2000 ml. The amount given was unknown. The air detector had been off, and the upstream sensor had been on. The length of infusion had been 24 hours, with a lock level of 2. Extension tubing was primed by a technician had with a saline flush. The event occurred while in use with a patient at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.